Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon sutures caused and/or contributed to the post-operative complication described in the article? Does the surgeon believe there was any deficiency with the ethicon sutures relating to the adverse events in this article? Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Are the product code and lot numbers available for devices used? Can specific patient demographics be provided for each of the subjects of this article?

Event description:
It was reported in a journal article entitled: ileostomy reversal with handsewn techniques. Short-term outcomes in a teaching hospital . Authors: gaetano luglio, francesco terracciano, mariano cesare giglio, michele sacco, roberto peltrini, viviana sollazzo, emanuela spadarella, cristina bucci, giovanni domenico de palma and luigi bucci , citation: int j colorectal dis (2017) 32:113¿118; doi 10.1007/s00384-016-2645-z . The aim of this prospective study was to present a single-institution experience with ileostomy closures, in a teaching hospital, whereas ileostomy reversal is mainly performed by young residents. Over a 10-year period between 01jan2005 and dec2014, 298 patients (n=180 male and n=118 female; median age of 57 years) who underwent ileostomy closure were included in the analysis. Ileostomy reversal was performed with a resection plus end-to-end anastomosis (n=236), and handsewn direct closure without resection (n=62). In end-to-end anastomosis, the first layer was performed in interrupted extra-mucous 3-0 vicryl sutures, followed by a second layer performed in running 3-0 pds sutures. In end-to-end anastomosis group, complications included wound infection (n=16), ileus (n=10) which was medically treated and anastomotic leak (n=1) which required surgical revision. Handsewn technique offers results comparable to those achieved by other authors with stapled technique. Loop ileostomy reversal is a safe procedure, a good training model for young surgeons, other than an effective tool to prevent major morbidity secondary to high-risk anastomosis. Additional information has been requested.